Manufacturer narrative:
A complete lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during device interrogation, loss of capture and no sensing were noted on rv lead. Chest x-ray confirmed dislodgement of ra and rv leads. Patient mentioned about reaching far-off to the left back and feeling a popping sensation four days post device upgrade procedure. Patient also did physical activity for prolonged period of time six days post-procedure. Device therapy was turned-off until revision. Both leads were explanted and replaced. The patient tolerated the procedure well and was in stable condition post procedure. The patient was discharged home in stable condition.